Event description:
It was reported that the device experienced a partial reset and generated an error code 60-30-02. It was questioned if a manual guided reset (mgr) was needed. Device data revealed that after the reset, the device restored to the programmed settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the actual product was not receivedfor evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary findingnoted device status monitoring of electrical reset with a partial reset. Partial reset occurred. No manual guided reset is required as programmed settings were restored.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).